Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited possible loss of atrial capture. No interventions were performed. The patient's condition was unknown.